Manufacturer narrative:
The device evaluation found noise showing on the image and a failed leak test under the serial plate. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited noise showing on the image as well as had a failed leak test under the serial plate. There was no patient involvement.